Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient had inaccurate cgm values one day after the sensor was inserted in the abdomen. The patient received a high cgm reading of 300 mg/dl the morning of (B)(6) 2023. No symptoms of hyperglycemia were reported, and he did not check for bg. He took an unspecified low dose of insulin. Over the next hour, the reading reportedly shot down (no reading provided). The patient experienced dizziness and shakiness. He did not check for a bg. He self-treated with carbohydrates and called 911. Upon arrival, emergency medical service gave the patient a glucose solution. After treatment, at the hospital, the bg was 70, then 123 mg/dl. The patient was hospitalized for 2 days and reported that the cgm continued to be inaccurate (no bg or cgm reading provided). There was no documentation of further medical intervention for hypoglycemia. At the time of the report, the patient felt better. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 codes: health effect - impact code - f1005 overdose.